Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation: due to no samples being received, the manufacturing investigation was limited. There were no issues found and no quality notifications for this lot. Root cause: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. Investigation summary: bd life sciences - preanalytical systems had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. UDI#: (B)(4).

Event description:
It was reported that a bdvacutainer® cpt¿ broke during centrifugation. There was no report of injury or medical intervention.